Event description:
The user reported that during an endoscopic retrograde cholangiopancreatography procedure the stent fractured into two pieces. The pt had tortuous anatomy and an existing stent that was occluded by tissue in-growth and a pancreatic tumor that also occluded the bile duct. The user stated that due to the aggressive manipulation of the scope the outer sheath was damaged but the damage was not visible from the scope. The physician was able to deploy the first half of the stent and then attempted to deploy the second half when resistance was felt. The remainder of the stent could not be deployed. The physician then removed the catheter with partially deployed stent from the scope and this caused the stent to fracture in half. The first half was left in the pt and the second half remained in the delivery catheter. The physician was unable to gain access to the common bile duct again. The pt was then transferred to another facility where a second stent was placed without further complication. It is not known if the fractured stent piece was removed at the second facility. No add'l harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection the complaint was confirmed. The returned device was severely abraded with holes through which struts from the remaining stent fragment had penetrated. The catheter was split all the way to the marker band at the distal end thus preventing full deployment. Bench testing performed revealed that repetitious aggressive manipulation of the device across the elevator of the duodenal scope at an acute angle causes similar damage as seen on the returned device. This is believed to be an unusual and isolated event. A follow-up report will be submitted if more info becomes available.